Manufacturer narrative:
The non-conformance previously reported was due to external factors the component was exposed to. Further investigation included analysis of the component utilizing differential scanning calorimetry found evidence that the component was exposed to temperatures at or above the melting point of polyethylene. User facility personnel confirmed that the component was most likely autoclaved at the facility prior to being returned to biomet for evaluation. The out of specification dimensions were the result of the component being autoclaved subsequent to the manufacturing process. (B) (4)

Manufacturer narrative:
This report filed september 23, 2009.

Event description:
It was reported that patient underwent reverse shoulder procedure utilizing a humeral bearing on (B) (6) 2009. During the procedure, several attempts were made by surgeon and scrub tech to assemble the humeral bearing to the humeral tray. The humeral bearing would not lock onto the tray and the components could not be used. There were additional components to complete the procedure without further incident. There was no significant delay to the procedure or injury to the patient as a result.

Event description:
It was reported that patient underwent reverse shoulder procedure utilizing a humeral bearing in 2009. During the procedure, several attempts were made by surgeon and scrub tech to assemble the humeral bearing to the humeral tray. The humeral bearing would not lock on to the tray and the components could not be used. There were additional components available to complete the procedure without further incident. There was no significant delay to the procedure, or injury to the patient as a result.